Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was obese and had a pre-existing condition of severe esophagitis. The customer noted that they had a study in which the capsule detached before end of the procedure. A repeat procedure was necessary due to insufficient data and no additional anesthesia needed. There was no patient harm.